Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the wound was opened up as troubleshooting, and a physical exam was performed where the infection was obvious. The hcp attempted antibiotics and time as an intervention, but it only worsened.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown drug. It was reported the device was removed on (B)(6) 2015 due to infection. The device was sent to product performance on 2016-nov-16.

Manufacturer narrative:
Explant date corrected due to additional information received.

Event description:
Additional information received from the hcp reported the explant date of the pump was (B)(6) 2016, and the device/catheter tip placement was the same as implant. There was no troubleshooting performed related to the infection. Diagnostics performed included labs, history of (B)(6), and cultures. The pump was removed as the only action/ intervention taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.